Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient experienced ineffective therapy following a fall. Diagnostics revealed high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the left s1 lead was explanted and replaced.

Manufacturer narrative:
It was reported to abbott a patient had high impedance on their right l1 lead. The patient underwent a revision where the lead with high impedance was replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.